Manufacturer narrative:
Additional information has been requested, but no new information has been provided to date. The device has not bee received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following implant of this annuloplasty band, it was explanted and replaced. No failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.